Event description:
The patient stated that she has experienced 3 infusion tubings separate at the luer connection in the past 6 weeks. She stated that two infusion tubings separated completely and one separated partially. She stated that on two occasions she woke up and found insulin leaking from the infusion tubing and her blood glucose was elevated to 500 mg/dl. She stated she changed the infusion and injected insulin via syringe. Symptoms of elevated blood glucose were thirst and frequent urination. She stated that her normal blood glucose range is around 180 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.